Event description:
The device was received with no further information is available. There was no reported patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one device was received with the handles open, with the indicator disc broken and with a void of staples cartridge loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. While no conclusion could be reached as to how the device became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.